Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during clinic visit, this right ventricular (rv) lead vector coil was observed to exhibit high out of range shock impedances. Technical services (ts) was contacted for a consult review of the stored daily threshold and impedance measurements trends. Ts reviewed the daily trends and confirmed rv lead coil shock impedances had risen to be greater than 125 ohms. It was noted the clinician planned to reprogram the shock lead vectors. At this time, no adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during clinic visit, this right ventricular (rv) lead vector coil was observed to exhibit high out of range shock impedances. Technical services (ts) was contacted for a consult review of the stored daily threshold and impedance measurements trends. Ts reviewed the daily trends and confirmed rv lead coil shock impedances had risen to be greater than 125 ohms. It was noted the clinician planned to reprogram the shock lead vectors. At this time, no adverse patient effects were reported. This rv lead remains in service. Subsequent additional information was received reported that during a procedure, this right ventricular (rv) lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.